Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k011028, k013227.

Event description:
It was reported that the implant at tooth site #19 was removed due to peri-implantitis. Implant was placed, came into clinic saying implant was loose, made appt to remove and it evulsed at home, patient came in for grafting on (B)(6) 2026.